Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
F10: device code 3191 - host tissue, pannus; high gradient. H10: additional manufacturer narrative: updated sections b5 and f10.

Event description:
Edwards received notification that a 19mm valve implanted in the aortic position was explanted after an implant duration of 8 years due to stenosis, high gradients and pannus. As reported, the patient remained severely symptomatic since discharge with extremely high gradients from the outset (mean 30 mmhg). As per explant surgeon's opinion, the patient might have had patient prosthesis mis-match (ppm) at that time. The gradients progressively got worse and had risen to a mean of 58. Pannus was creeping across the bottom of the leaflets causing increasing stenosis. Homograft root replacement gave a low gradient of 8mmhg in the or.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. A definitive root cause could not be determined; however, it is likely that patient related factors contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that a 19mm valve implanted in the aortic position was explanted after an implant duration of 8 years due to high gradients and pannus. As reported, the patient remained severely symptomatic since discharge with extremely high gradients from the outset (mean 30 mmhg). The gradients had risen to a mean of 58. Pannus was creeping across the bottom of the leaflets. Homograft root replacement gave a low gradient of 8mmhg in the operating room.